Event description:
A caregiver (parent) a low reading issue with the adc device. The caregiver reported the sensor gave reading of 'lo', and caregiver treated customer with 3 pieces of sugar. The sensor was still giving low readings and was nauseous and had headache so customer was taken to hospital. A laboratory blood glucose test result of 600 mg/dl was obtained, and the customer diagnosed with diabetic ketoacidosis. The customer was provided unknown treatment by healthcare professionals, which the caregiver was unable to specify. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.